Manufacturer narrative:
Lake region lot number 01426908 is cordis lot number 01426908. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01426908. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 75 units, which were shipped from lake region medical on september 17, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that during treatment of an aneurysm a neuroform stent (bsc/stryker) was placed followed by placement of a 28 mm enterprise stent through the struts of the neuroform via a y-stenting technique. After placement of the enterprise vrd in the correct position the prowler select plus microcatheter could not be pushed forward; it was thought that it was because the tip of the enterprise delivery wire was broken off. This was checked by pulling the wire and the tip did not move. The tip of the delivery wire remains in the patient. The patient was discharged on a high dose of anti-platelets without any neurological symptoms. The patient follow-up will be performed per hospital protocol. The microcatheter and enterprise delivery wire were not reshaped prior to use. The prowler select plus microcatheter ((B)(4)/lot unknown) was utilized to advanced and passed through the neuroform stent with a transcend guidewire (boston scientific), and then the enterprise system and microcatheter passed the neuroform stent. There was no resistance/friction during delivery of the enterprise through the microcatheter. The distal tip was not placed in a small vessel or an acute angle; it was reported that it was a rather straight vessel. During crossing of the stent, the distal tip of the enterprise stent system was not trapped or prolapsed within the neuroform stent. The stent was deployed at the site by removing the microcatheter and exposing the stent, according to the labeling instructions, and during deployment, the stent was not recaptured. The enterprise delivery wire was discarded and therefore is not available for analysis. Requested procedural films have not been made available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01426908. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The instructions for use precautions that the performance and safety of two or more overlapped stents has not been established. It is possible that the y-stenting technique and interaction of the delivery wire with the previously placed stent may have contributed to the event; however, without the return of the proximal end of the delivery wire or procedural films, no definitive conclusion can be made regarding the reported delivery wire separation. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant medical products: prowler select plus microcatheter, neuroform stent, coils, transend guidewire. After the stent was detached, prior to removing the enterprise system, fluoroscopy was performed to ascertain that the distal end of the guidewire was free and not in a side branch, caught on stent, or prolapsed. After the stent was detached, the enterprise system was not removed by advancing the microcatheter, because there was no wire to follow and the stent/delivery system and microcatheter were removed as a unit from the patient. During the procedure, no resistance friction occurred between the microcatheter and enterprise system. Neither distal tip of devices was re-shaped. The vessel and aneurysm were normal, and the aneurysm was obliterated with coils. Medications given at discharged consisted of anti-platelets, and the patient will be followed-up per hospital protocol. The product was discarded and will not be returned for analysis. A cd /pictures will be provided later. The patient condition at discharged was rather good without any neurological deficits. Additional information will be submitted within 30 days of receipt.

Event description:
During an embolization of a aneurysm on the a-com with a y area, first a neuroform stent (bsc/stryker) was placed, then a 28 mm enterprise stent was placed through the struts of the neuroform (y-stenting), and after placing the enterprise in the correct position, the physician couldn't push forward the prowler microcatheter because the "tip" of the pusher delivery wire, had broken off. The physician checked the delivery system is by pulling the wire from outside and the tip didn't move. The patient is receiving a high dose of anti-platelets to prevent thrombus, etc. The tip of the "delivery system" is still in the a-com/head of the patient. The lot number for the device was 01426908. The prowler select plus microcatheter (606-s255x/lot unknown) was utilized to advanced and passed through the neuroform stent with a transend guidewire (boston scientific), then the enterprise system and microcatheter passed the neuroform stent, the distal tip was not placed in a small vessel or an acute angle ("rather" straight vessel). During crossing of the stent, the distal tip of the enterprise stent system was not trapped or prolapsed within the neuroform stent. The stent was detached at the site by removing the microcatheter and exposing the stent, according to the labeling instructions, and during detachment, the stent was not recaptured.